Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the deep brain stimulation was just turned on for the first time on (B)(6) and since then they have fallen several times and can barely walk. Follow up with the healthcare professional (hcp) is to be conducted regarding their therapy issue. Additional information received from the patient on (B)(6) reiterated that they are still having the issue, and that they went to (B)(6) on (B)(6) to investigate their back which has been damaged because of the falls. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders. Additional information was received. It was reported that it felt like someone was holding the patient's feet. The stimulation output was too high, which caused the patient's falls. When they decreased the stimulation, the tremors were fine, but now their hand was shaking. Additional information was received from the patient re-iterating that after they turned the implant on it was too high and so it caused them to fall 14 times because there motor functions weren't working, they would go to walk but my feet and legs would stay still and they would fall and land on their head and their head would bounce off the floor and they would land on their stomach and that went on for 5 days. They stated they turned it on thursday (B)(6) 2017 and then on the (B)(6) they started falling. They then stated the following tuesday the (B)(6) the healthcare provider discovered through a CT with contrast "2 brain bleeds that were starting to gel and an mti, and they were 4000 ccs combined so they had a craniatomy and spent over 3 months, most of the spring and summer in the hospital at the intensive care unit, then in (B)(6) or (B)(6) they reset it, lowered from 2.5 to 1.0 and then they were fine and have been fine ever since." The patient stated the healthcare provider said if they fell a few more times they could have been dead. They state they can now drive or walk. They state they might have been at 1.5v and says things are fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that when it was turned back on on (B)(6) 2017, the patient started falling the next day on a friday and between friday and tuesday they fell 14 times. Patient states they were told settings were high and was at 2.5v and reset to 1.0v. Patient states the stimulation took his motor functions away. Patient states they were in the hospital for 3 months from craniotomy. Patient states since turned down stimulation has not fell any. Actions/interventions to resolve the overstimulation and brain bleed include the craniotomy and took out 4000 ccs of blood. Patient states stimulator was left turned off from (B)(6) 2018 until saw va surgeons. Patient states from landing flat on back that is now screwed up. They state the issue has been resolved and have to have a close check for the next 5 years. They have an upcoming appointment.